Event description:
The hcp reported, upon interrogation of the pump, it was found in shelf rate at 14.3 mcg/day of drug instead of 185 mcg/day normally programmed. A low battery alarm had been occurring since that morning according to the patient's caretaker. Event logs state there are multiple low battery resets. The pt has not had a return of symptoms, but this can be hard to assess as the pt is a quadripeligic. The hcp reports the pump has multiple resets, every five minutes, with audible alarms. The pt has not had procedures near magnetic fields to their knowledge. The pt did have a fall out of his chair, to the floor, and landed on his stomach, where the pump is, two days ago. The hcp plans to replace the pump as soon as the or time can be scheduled. In the meantime the pt is fine with having the alarm go off repeatedly. If the wait will be more than a few days they will use the pump off codes provided by the manufacturer with the understanding that this is a permanent pump off state.